Event description:
It was reported that during a tvt procedure both needles passed without incident and cystoscopy indicated bladder intergity. After removing the plastic sheath, urine was noted to be coming from the left incision. Repeat cystoscopy revealed a small piece of the plastic sheath in the bladder, and bleeding from the right side of the bladder. The doctor was unable to remove the plastic because of visualization problems resulting from the hematuria. He left a catheter in situ and allowed the hematuria to resolve on it's own. The patient was with no previous surgery or medical risk factors. The physician reported that the initial passage of the device may have been closer to the bladder than usual. The physician successfully retrieved the plastic in 2002.